Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? Does the surgeon believe the postoperative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Was the device saved? If so, will it eventually be returned?

Event description:
It was reported that following a sigmoid colectomy procedure, the patient had a postoperative leak. A resident typically fires the circular stapler. All other information unknown.

Manufacturer narrative:
(B)(4). Additional information received: robotics pa felt strongly that the steps for use need to be reinforced with the residents that are firing and performing the anastomotic release of the product. She has seen various techniques from different residents using the device. She emphasized that a new resident is brought into the or every month and should undergo a detailed training of the echelon circular powered stapler before use. A brief meeting took place with dr. (B)(6). , chief of surgery, and medical director, where he stated his conclusion that the device was most likely not the cause of the leaks the hospital had been experiencing.